Event description:
We have -2- planmeca intra dental xray head. (B)(6). Over the past 3 yrs, we have replaced the scissor arms on 3 occasions. The same issue occurs with each of the arms. The pin at the top of the arm wears away at a rapid rate. This pin holds the weight of the xray head. If we did not check them regularly, the xray head and arms could break off injuring staff or pts. These arms were installed by MFR approved installers. I have spoken with a number of service techs and this issue seems to be extremely common with planmeca intras that have been produced in the past 5-7 yrs.